Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a vascular procedure, the blade was broken off. No pieces were left inside the patient. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device did not contact with something hard such as a clip or a forceps.